Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. The event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-48055; related manufacturer reference number: 1627487-2020-48056. It was reported the patients leads had migrated. Migration was confirmed via xray. Surgical intervention was undertaken on (B)(6) 2020 wherein the leads were revised to the correct position. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.